Manufacturer narrative:
The customer did not use rack adapters which are required for use with 13 mm. Diameter tubes.  The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Based on the provided data, a general reagent problem was ruled out as calibration and quality control were acceptable. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample from the cobas 8000 c702 module. The initial result was 0.07 mmol/l (< 0.11 mmol/l). The repeat results were 6.03 mmol/l and 6.12 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 398920 with an expiration date of 30-jun-2020.